Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported the patient's ins battery has been dead for a year. They would charge the battery but it would then die within an hour and they didn't want to deal with that. No patient symptoms or further complications were reported as a result of this event.